Manufacturer narrative:
H10: the lot number was provided for both malfunctions, therefore, lot history reviews were performed. The devices were not returned for evaluation. However, medical records were provided and reviewed for both malfunctions of which one included images. For one malfunction, the investigation is confirmed for tilt and difficult to remove. For another malfunction, the investigation is confirmed for tilt and difficult to remove, additionally it was determined to have and also confirmed for migration (a010402) and perforation (a0101). Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf400j vena cava filter allegedly experienced difficult to remove and malposition of the device. This information was received from various sources. Both the malfunctions involved patients with no patient consequences. Two male patient's ages were ranged from 15 to 50 years and weight ranged from 87 to 100 kgs.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The devices for the two malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for one malfunction. The investigation of the medical records for one malfunction confirmed difficulties with removal and malposition. Medical records for one device have not been returned, therefore, the investigation for one malfunction is inconclusive for malposition and difficult to remove the device as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf400j g2x filter allegedly experienced difficulties removing and malposition of the device. This information was received from various sources. Of the two malfunctions, two patients were involved with no patient consequences. One patient was reported as a (B)(6) year old male weighing (B)(6) kgs.